Event description:
The customer contacted baxter's service center regarding a system error (se) 2084 alarm which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) assisted the home patient (hp) to cycle the machine till se 2367 occurred. The tsr informed them to start over with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2012 the regarding reported problem. The pd rn stated that event a while back ago and they cannot recall any information from then. The pd rn stated that the patient is fine, and has been continuing with therapy as normal. The pd rn would not provide any further information regarding the reported problem. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.